Event description:
On (B)(6) 2013 at the (B)(6), it was reported that the heater cooler unit 40 (hcu 40) serial number (B)(4) displayed error 'heating circuit (pat.)'. The customer restarted the device and the same alarm was displayed again followed by another alarm, 'safety pump stop (pat.)'. The customer decided to replace the unit and perform the procedure. No clinical consequence was reported. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). The field service engineer called maquet technical support in (B)(4) for troubleshooting tips. Technical support asked the field service engineer to reset the safety breaker (fuse) of the device. After the fuse was reset the device functioned normally. The device was not returned for evaluation. Reference: complaint (B)(4).